Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was admitted and their details were visible on the server and in cerner, but not on this station. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was not crossing over to 1 station. A technical support specialist (tss) reported that the data synchronization applier data showed no errors, and a server access request was submitted for further investigation. The tss confirmed that the visit was valid, was not a preadmission or recurring visit, and determined that the visit did not initially appear on all available patients list because it was not admitted to a unit accessible by the station at that time. The tss used the facility search function to confirm that the visit was present once admitted to the appropriate unit and verified that users were able to perform transactions normally. The tss reviewed an all-device events report, confirmed that transactions existed for the visit, validated the admission and subsequent unit transfer details, and confirmed that the visit should have appeared correctly based on unit access. The tss then contacted support, confirmed that the station was functioning normally, and received approval to close the case. The system functioned as intended after the technical support specialist inspected the issue.